Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had leak requiring higher ventilator pressures and an over inflation of the tracheostomy cannula cuff. The unit had cuff inflation/deflation issue. The decannulation and recannulation was required.